Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The father stated that the customer was disconnected from the insulin pump and she is reverting to back up plan. The father stated that the insulin pump is on suspend mode and keeps beeping. Advised the father to remove the battery to save the settings on the insulin pump. The father called back and reported that the customer went to the emergency room twice. The father stated that the customer was hospitalized the second time for infection on the leg, diabetes ketoacidosis, and high blood glucose of more than 400 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Performed a high pressure test and the test passed. Advised the father to change the infusion set/reservoir and use insulin from a new vial if possible. No further information was provided.